Event description:
The customer reported that a little plastic gasket in the reservoir of the insulin pump comes out completely. The customer's blood glucose was 97 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, broken reservoir tube lip, missing the black o-ring/seal from reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.